Event description:
Customer reported a motor error alarm during a bolus. He also stated the alarm occurred mutliple times. Customer's blood glucose was 153 mg/dl. He also stated he was able to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm was noted and the motor test. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)